Manufacturer narrative:
Additional information: section h imdrf codes and manufacturer narrative a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a medication leave the cubie map and had a pocket 254 error. The field service engineer (fse) successfully cleared the ghost pocket error 254 and kept the case open at the customer¿s request for csc to further evaluate the station. Preventive and corrective recommendations were discussed, including pharmacy only reboot procedures, customer support center process documentation, and coordinated preventive maintenance to address suspected cabling issues. An medstation performance analyis report (mpar) was recommended to identify recurring station issues and improve overall pyxis system performance. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a pocket for tramadol on main drawer 2.1, pocket a6 went off map and was reassigned to pocket a252. As a result, when tramadol was selected for removal, the pocket containing morphine tablets opened instead. The situation was resolved; however, the entire drawer subsequently failed, with all pockets reported as "not detected on bus." Tramadol remained physically located in pocket a6, which appeared as an empty slot on the pocket map. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a pocket for tramadol on main drawer 2.1, pocket a6 went off map and was reassigned to pocket a252. As a result, when tramadol was selected for removal, the pocket containing morphine tablets opened instead. The situation was resolved; however, the entire drawer subsequently failed, with all pockets reported as "not detected on bus." Tramadol remained physically located in pocket a6, which appeared as an empty slot on the pocket map. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.